Manufacturer narrative:
Pump passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history due to cold solder joint on u1 keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm during self test. The customer stated they were able to clear the alarm and perform another self test and it was passed. Customer experienced low blood glucose level and was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.